Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose and that they ran over their third-party glucometer. The customer's blood glucose was 26 mg/dl at the time of the incident. The customer treated with an injection of glucagon. The customer declined troubleshooting and was advised to contact the supplier of their glucometer for further product assistance. The insulin pump will not be returned for analysis.